Event description:
The reporter states that the accu-check advantage strip expiration date is 08/31/2008. Batch record verification confirmed the expiration date as 08/31/2007. No actions taken or treatment given based on the expiration date discrepancy. No adverse event reported. New stirps sent and return requested.